Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was rushed to the emergency room and a sternotomy performed in order to place transcutaneous pads for emergency external pacing of the heart. The epicardial right ventricular (rv) and right atrial (ra) leads had fractured, thus exhibiting non-capture, high thresholds, and high impedance. In addition, infinite impedance readings were observed on the ra lead. The implantable pulse generator (ipg) also experienced premature battery depletion due to the high outputs required by the epicardial leads. The ipg and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.